Event description:
The clinician reported that 21 months after the dental implant was placed, in ada site # 4 of the patient's mouth, failure of implant was verified. Immediate loading was performed. The device was forwarded to the manufacturer for investigation. The patient experienced mobility at time of failure, no further complications were observed.